Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead was noted with loss of capture. The physician also noted externalized cables in the pocket area of the lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.